Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on: 07/17/2018. Device evaluation: the device was received at the manufacturing site for investigation. Visual inspection at microscope magnification was performed and lubricant material residues were observed on the lens surface. Slightly distortion/bent was observed on one of the haptic, the other haptic was detached and it was not returned. The reported issue was verified. However, the conditions in which the sample was returned indicates that it was handled and prepared for surgical process. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. Historical data analysis: the search in complaint history revealed no additional complaint was received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported via returned product receipt that the haptic of a model za9003 intraocular lens (iol) was bent. Patient involvement and outcome were not provided. No additional information provided.